Event description:
On (B)(6) 2014, the lay user/patient¿s mother contacted lifescan (lfs) (B)(4) to report that the patient¿s onetouch verioiq meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation, since the reporter was unable to be reached for additional information. The patient¿s mother reported that the alleged meter inaccuracy began on the week of (B)(6) 2013. The reporter claimed that on (B)(6) 2013 the patient obtained blood glucose readings of ¿46 and 93 mg/dl¿ with the subject meter, performed within 20 minutes of each other. The reporter also informed the csr that on (B)(6) 2013, the patient obtained inaccurate erratic readings of ¿383 and 84 mg/dl¿, also performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. It is not known what medication(s) the patient takes to manage her diabetes. It is also not known if the patient made any changes to her usual diabetes management regimen in response to the alleged inaccurate results. The patient¿s mother reported that on three separate occasions, after the alleged meter inaccuracy began, the patient developed ¿symptoms. On an unspecified date/time, the reporter claimed the patient ¿fainted¿ with a blood glucose of ¿130 mg/dl¿ and on two occasions she was ¿deep asleep and hard to wake up¿. On one of those occasions, the reporter claimed the patient¿s blood glucose was ¿46 mg/dl¿. The patient¿s mother stated that the patient would have a sugar cube after a ¿low result¿. No additional information was provided. At the time of troubleshooting, the csr noted that the reporter did not have control solution available to test the subject meter. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs symptoms suggestive of a serious injury. The subject meter could not be ruled out as cause or contributor to the event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.